Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a procedure. According to the complainant, during the procedure, the physician broke the trocar while loading the device. Reportedly, the physician pulled the device so hard that the handle detached from the shaft. This happened before any patient interaction. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.